Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned and discarded by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when testing the device, the physician noticed that in the moment when perforator reached soft tissue and supposed to stop, it is twisting and causing resistance to operator. This happened three times in a row. Due to twisting, cable of the motor twists around motor in that moment. There was no patient involved with this event.

Manufacturer narrative:
G3: evaluation conclusion code "d15" have been updated based on the final investigation conclusion report received on 2026-04-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when testing the device, the physician noticed that in the moment when perforator reached soft tissue and suppose to stop, it is twisting and causing resistance to operator. This happened three times in a row. Due to twisting, cable of the motor twists around motor in that moment.  There was no patient involved with this event.